Event description:
It was reported that the bd nano¿ 2nd gen pen needle was unable to prime. The following information was provided by the initial reporter: consumer reported when priming, no insulin flows.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 03-jan-2023 h6: investigation summary customer returned 24 pen needle 32g 4mm pro. Customer reported that pen needles clogs during priming. The pen needles was visually inspected and observed five without any damage, one with broken non-patient end and eighteen with bent non-patient end pen needles. For non-damaged pen needles flow was observed properly during priming. Based on the damage observed, the pen needles bent or breaking may have occurred accidently, while the user was preparing the pen needle for use. Potentially if the pen was not aligned with the canula which could prevent insulin properly flowing through the cannula therefore, pen needles were clogged during priming due to non-patient end was bent and broken. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the sample received, embecta was able to confirm the customer indicated failure. The root cause of the needles bent and breaking appears to be accidental damage caused by the user during routine use. This would have also given the impression that the needle was clogged since insulin would be unable to pass through the cannula.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was unable to prime. The following information was provided by the initial reporter: consumer reported when priming, no insulin flows.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.